Manufacturer narrative:
Investigation results: a cadd administration set was returned for investigation. Three samples were connected to an IV bag for gravity priming. The investigator did not observe any problems with the purge, but did note that there were some air bubbles in the rib side of the filter. No discrepancies were detected in the tubes. The investigator noted that the lines were purged easily in all the samples.

Event description:
It was reported that a smiths cadd extension set became disconnected from the pump. It was also reported that the extension set was difficult to prime. The product problem was observed during therapy. No patient injury or complications were reported in relation to this event.